Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring observation. The lesion was 13 mm in size and in the right middle lobe touching the minor fissure. The procedure went as planned and was completed. While in the post-anesthesia care unit (pacu), a small pneumothorax was found via x-ray. The physician believed the pneumothorax occurred because the needle likely hit the minor fissure. The physician believed the pneumothorax could have potentially occurred via another biopsy modality and highly likely with transthoracic needle aspiration (ttna). The initial size of the pneumothorax was 2.3 cm at the apex. The pneumothorax fluctuated in size, although all sizes were smaller than the original chest x-ray. No chest tube was placed to resolve the pneumothorax. The patient was kept one extra night just to be safe per the pulmonary inpatient consult team. The patient was hospitalized for a total of 2 nights. The diagnosis was lung adenocarcinoma. The patient was discharged home. No images/videos of the event were available. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.